Event description:
Reporter says that she was using renu product, a new bottle, and the next day her eye became red and swollen, she went to the dr and he presbribed a 7 day course of antibiotics. The symptoms moved to the left eye, about 5 days out from treatment, so the dr prescribed an additional 7 day course to the left eye of ophthalmic antibiotic drops. Reporter states that symptoms are improving with treatment. There's no follow up scheduled and there were no cultures taken. She says that she has the bottle at home and doesn't know if there were any numbers associated with the product she uses.